Event description:
The end user reported while attempting to load a pediatric patient who was in an isolette, the stretcher stopped responding to the powered input from the buttons after being engaged with the ambulance loading system. The medic team did not attempt manual operation and instead elected to call a backup ambulance to complete the transport which resulted in a delay. There were no allegations of adverse health consequences to the patient as a result of the delay in transport. After the patient was transferred to another stretcher, the end user advised they removed the battery and reinserted it which seemed to reset the stretcher and it began operating properly again.